Manufacturer narrative:
The wcd system was not recovered from the field. Confirmation of the alleged deficiency could not be documented due to unavailability of the wcd system. Review of episode record indicated that the patient was in atrial fibrillation or atrial flutter with fast wide ventricular rate within the programed treatment zone. Per prescription the device was set to treat vt over 170 bpm. There is no indication of noise contributing to the device determining that the defibrillation threshold had been exceeded. Will continue to trend for future occurrences.

Manufacturer narrative:
This file was originally submitted on 06/25/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Patient's health care provider called in to report that the patient had received a therapetic shock. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.